Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Expiration date= na. Lot number = 1698b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on june 19, 2018. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female consumer reported an event while using tough strip band aid. The consumer stated that the bandage ripped her skin off her forearm and created an infection. The consumer used neosporin and left it open to air. The consumer reported that she was seeking medical attention. The symptoms did not resolve. There was no additional information provided by the consumer.